Event description:
Customer's boyfriend reported via phone call that customer had experienced high blood glucose level of 600mg/dl because sensor could not be started. The blood glucose level at the time of phone call was reported to be 286 mg/dl. Customer's boyfriend also stated that the customer had also seen blood at the site of insertion after removal of the sensor from the abdomen. No information regarding auto mode was reported. Customer declined to troubleshooting. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.